Manufacturer narrative:
The reported lot # [82139319] was not found for the reported catalog # [302995]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that some of the bd syringes with luer-lok¿ tips were cracked.

Event description:
It was reported that two of the bd syringes with luer-lok¿ tips were cracked.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that two of the bd syringes with luer-lok¿ tips were cracked. Investigation summary: two photos were received and evaluated. Both photos appear to show the same loose 10ml syringe from different angles in a person¿s hand. The syringe has a large crack on its side between approximately 6ml and goes down to the luer collar outside the scale markings. There is an apparent point of impact around the 2ml position of the crack. The syringe has dark red liquid in its fluid path with the plunger at about 0.6ml position. It appears a part of the plunger rod¿s retaining ring may also be damaged on the other side of the barrel¿s point of impact. Lot number is unknown; therefore lot history could not be performed. Investigation conclusion: since the sample has been manipulated and is not in its original packaging, it is not possible to determine the probable root cause of the damage observed. It is unknown whether the sample was damaged before or after use. Unused samples with batch # identification would be required for a more thorough root cause investigation. Root cause description: the potential root cause cannot be attributed to the manufacturing process at this time. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.